Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There are no nonconcformances related to the reported event. The device was not returned. It was indicated that the customer decided to perform in-house service. No additional info could be obtained from the customer. A supplemental medwatch will be submitted when more info becomes available. (B)(4).

Event description:
The customer reported that while performing a routine checked noted the display of the iabp was blinking on and off. No pt was involved.